Event description:
It was reported that the pump intermittently shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose level was greater than 260 mg/dl. The customer will revert to manual injections for insulin therapy; however, a replacement pump was sent to the customer.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, an inoperable usb communication was identified.